Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2022 for an unknown reason.

Event description:
Additional information received indicates that the patient experienced recharge burden. A fully charged ipg did not provide therapy for 24 hours and eventually the ipg stopped taking a charge. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.